Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported the patient was experiencing intermittent brief sensor issue alerts over the course of a day, with the error state lasting over three hours at times. At an unspecified time while the cgm was in a brief sensor error state, the patient had a seizure that lasted for 5 minutes. No bg meter reading was taken at this time. The patient¿s parent treated the patient with a glucose tablet and juice and the seizure ended. Emergency medical services (ems) was also called and when they arrived, the patient¿s bg meter reading was 70 mg/dl (after previous treatment with glucose tablet and juice by patient's parent) while the cgm was still in a brief sensor error state. Ems did not provide the patient with any medication or treatment, only the patient vitals signs were tested and his cgm device was removed. The patient was not taken to the ER. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.